Manufacturer narrative:
Evaluation summary: the helix of the lead was extrinsically bent, and visual summary analysis of the lead indicated damage at implant; full lead returned and analyzed.

Event description:
It was reported that during a procedure it was difficult to find an acceptable fixation location due to low r waves on the right ventricular (rv) lead. After multiple attempts to position the rv lead the helix would no longer extend. The rv lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.